Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl. Reportedly, the customer was using lyumjev within their pump supplies. Customer's spouse administered a bolus via the pump and a manual injection to address bg and took customer to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.